Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated white blood cell (wbc) result with an instrument flag, was generated on a coulter ac-t diff 2 analyzer for one patient. The erroneous initial wbc result was accompanied by an instrument generated "x" flag which, per beckman coulter inc. Labeling, required review of the result. Actual initial patient results were not provided by the customer. The initial, elevated, erroneous wbc result was released from the laboratory and the patient was sent to the hospital for treatment based upon this result. While it is unknown as to whether the patient was admitted to the hospital or received treatment based upon the result, preliminary information indicated that there was a modification to patient treatment based upon the erroneous wbc result. It is unknown at this time what modification to patient treatment was involved with this event. There has been no reports of death or serious injury associated with this event. The patient was redrawn and the repeat wbc result was determined to be within normal range and considered valid. Only partial repeat actual patient results were provided by the customer. The customer indicated that the coulter ac-t diff 2 analyzer was generating voteout and aperture alert criteria (x) instrument generated flags as well as incomplete counts for wbc at the time of the event. Instrument control results prior to the event were within the customer's established specifications. The sample was mixed by hand and was run within 5 minutes of being drawn. No specific patient information was provided by the customer.

Event description:
The initial, elevated, erroneous wbc result was released from the laboratory and the patient was sent to the hospital for treatment based upon this result. There was no patient treatment performed and no information to support that the patient was admitted to the hospital. The only effect to the patient uncovered was that the patient was sent to the hospital and had their blood redrawn. Therefore there was no death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
While preliminary information indicated that there was a modification to patient treatment, the outcome of the event, including whether the patient was admitted to the hospital or whether treatment was administered to preclude serious injury/death is unknown. Service was dispatched to the site for this event. The field service engineer (fse) found that the wbc aperture/bath had debris floating behind the aperture. The fse replaced the wbc aperture/bath, set the latex gain and the clog detection, and performed a manual adjustment to the wbc calibration factor. The fse recommended that the customer repeat calibration. Upon completion of verified repairs, the instrument was returned back into service. The root cause for this event is debris behind the wbc aperture. The root cause of the reporting of the erroneous result is use error. There were an instrument generated flag to alert the operator to review the result. As part of a retrospective review, this event was determined to be reportable.

Manufacturer narrative:
Adjusted to reflect "product problem" revised in include newly provided information. Customer was sent to hospital and redrawn. They were not admitted and did not receive additional/revised treatment based upon the associated results. Adjusted to reflect "malfunction".